Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that the test strip port of his onetouch ultra2 meter was cracked. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on the evening of (B)(6) 2016. The patient stated that he manages his diabetes with self-adjusted insulin (humulin r and novolog) and claimed he continued to follow his usual diabetes management regimen in response to the alleged meter issue. The patient reported developing symptoms of "blurry vision, shakiness and sweatiness" 2-3 days after the alleged issue began. The patient denied receiving any medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.